Event description:
According to nurse mgr, during initiation of treatment, blood was noted to be leaking within the blood pump housing. The leak was seen immediately, when 50 ml of blood loss was observed. The blood pump was stopped and the extracorporeal system of blood was discarded due to air. The source of the alleged leak was reported as a one (1) inch slit; the actual sample will be available for examination. There were no reported adverse effects to the pt, total ebl 250 ml. Reference pir 9700692.